Manufacturer narrative:
Investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd solis vip pumps - 2120 report of cassette not attached was revealed in history log. During testing the event when attaching cassette was unable to be duplicated, therefore, preventative measures taken to replace the down stream occlusion sensor. No problem verified, as event was not duplicated. Overall condition of device was good.

Event description:
Investigation completed and summarized.

Event description:
It was reported that a cadd pump had dso sensor stuck at 0mv and was alarming cassette not attached properly.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.